Event description:
Revision tka. Scorpio knee implants removed due to wear and triathlon ts implanted.

Manufacturer narrative:
Device description reported as unknown femoral component. An event regarding revision involving an unknown femoral component was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for identification or evaluation.no medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided.a complaint history review could not be performed as the device was not properly identified.the exact cause of the event could not be determined with the limited information available at the time of evaluation.no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. (B)(4).